Manufacturer narrative:
The impella device investigation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that when the patient sat up, the pump position was lost. The lines were pulled, prompting the team to readvance the pump to the left ventricle position. Subsequently, signs of hemolysis appeared, necessitating troubleshooting and repositioning of the pump. The hemolysis resolved following these interventions. Additionally, the team noted a rise in purge pressure, leading to an educational session on the use of tissue plasminogen activator in the bicarbonate purge. The administration of tissue plasminogen activator in the bicarbonate resulted in immediate positive outcomes, effectively preventing further increases in purge pressures and declines in purge flow. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The investigation for the reported hemolysis, high purge pressure and positioning issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. After reviewing the clinical information, it was determined that the cause of the positioning issues was patient movement. Regarding the purge issues, data logs showed the "purge pressure high" alarm triggered after the purge pressure gradually increased. At the time of the alarms, the motor current was high, and the pump flow was saturated and non-pulsatile. It was determined that the cause of the high purge pressure was most likely ingested biomaterial since the patient likely had a clotting issue and tpa helped resolve the issue. This report is being filed as part of a retrospective review of historical records.